Event description:
It was reported "iab not fully unwrapping and positiveleak test". Additional information states that the iab catheter was removed and repalced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was full unwrapped. A bend to the central lumen was noted at ap-proximately 33.6cm from the distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. No blood was noted within the bladder/ helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lu-men was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 33.6cm from the iabc distal tip; which is the location of the previously noted bend. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 48.5cm from the iabc luer; which is the location of the previously noted bend. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. A device his-tory record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab not fully unwrapping and positive leak test" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed visual and functional test specifications for the reported complaint. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iab not fully unwrapping and positiveleak test". Additional information states that the iab catheter was removed and repalced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".